Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient's dad claimed that the patient's blood glucose (bg) started to elevate 2 weeks ago when the pump started to make a grinding noise during insulin delivery. The patient reportedly has sought medical intervention as a result of the reported issue. The patient's bg last night was 400 mg/dl before bedtime with no symptoms. The patient's dad gave the patient an insulin injection, which lowered the patient's bg to 183 mg/dl and then to 102 mg/dl (times of tests were not provided). The patient's dad denies issues with the infusion set and infusion site. The patient's dad claimed there was no improvement after using new insulin, after changing out the infusion set/infusion sites, and after the patient's doctor made adjustments to the pump settings. The patient's health care professional feels there is an insulin delivery problem since the patient's hba1c went up from 6.5 to 10% in one month. The customer service representative performed troubleshooting with the patient's dad and noted that the pump settings and pump history were confirmed to be correct. Although the csr determined there was no indication of a pump malfunction, this complaint is still being reported because the patient received medical intervention for the elevated blood glucose levels.